Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include additional information and device analysis. Additional information was provided that the device was explanted at this time and not surgically abandoned.

Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a prior event that failed to convert on the initial shock and a revision procedure was performed to revise the device location for therapy optimization. Patient had another recent episode with a longer time to therapy and difficulties sensing. Reprogramming was discussed, however the physician elected to de-activate the device and implant a transvenous system. No additional adverse events.